Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) gave 10 biofire false positive results. Gram stains and subsequent cultures were all negative for yeast. No erroneous results were reported.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021; batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Complaint is unconfirmed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) gave 10 biofire false positive results. Gram stains and subsequent cultures were all negative for yeast. No erroneous results were reported.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unknown number of molecular false positive results. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there were an unknown number of molecular false positive results. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.